Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that the rn was performing medication administration as per policy when the ng tube began to leak at the connector. It promptly broke off in the hands of the rn administering the medications. The ng tube had to be removed and a new one reinserted.